Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room due to phrenic nerve stimulation. Diagnostic imaging was performed and revealed right ventricular lead dislodgement. The lead was explanted and replaced and the patient was in stable condition.